Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Reprogramming is planned for the patient. The lead remains in use. No adverse patient effects were reported.